Manufacturer narrative:
Additional information: d4, d9, e3, h3, h4, h6. D4: lot #: from asku to h20k13106. D4: expiration date: from ni to 11/13/2025. D4: unique identifier (UDI): from ni to (B)(4). H4: device manufacture date: from ni to 11/13/2020. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted a cracked main body. There was dried unknown substance on the set. The reported condition was verified. The cause of the cracked main body could not be determined; however the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.